Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. A visual and functional assessment was performed on the device which substantiated the complaint the unit failed tool coupling and cannulation. During repair, it was determined that the device had sticky triggers, the release button did not work properly, there was an unknown substance in the housing, the electronic control unit was corroded, the internal sub-assemblies components were corroded and showed signs of immersion. It was further noted that the device failed pre-test for general condition, check-burned, marking on housing, attachment coupling, cannulation, battery case coupling, triggers and electronic control unit function and function with pen drive console. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pre-testing, the small battery drive device was discolored and the triggers were sticking. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.